Event description:
Customer reports device has discoloration in water path.

Manufacturer narrative:
A cardioquip customer notified cardioquip epidemiology via phone call of discoloration in the internal water path of their device. Due to the discoloration of the tubing described, epidemiology recommended that the device receive an internal water pathway replacement. After cardioquip received the device, an hpc test was performed and the results came back outside of the acceptable limits set by cardioquip. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.